Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, h3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation. Visual evaluation of the as returned implant identified signs of use; bone debris present on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. The implant matched print specifications.the implant was measured by using caliper cal3839 (due: (B)(6) 2023). Functional testing could not be performed due to the nature of the device and event. A pre-existing condition noted on the per form was unknown. Bone density was high density (type I). The reported device was located on tooth location # 44 (fdi) and was implanted and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number 2021120174. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number 2021120174 for similar event and no other complaint was identified. Review completed utilizing keywords: 'medical : pain'. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during implant placement patient felt major pain and implant had to be removed. Inflammation was also reported as a symptom tooth site 44. Patient will have to return to complete the procedure

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.